Manufacturer narrative:
UDI related data quality updates. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 115v 60hz, corrected version or model #: 6481779.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported compressor on site. The capacitor for motor has been replaced to resolve the issue and sent back for investigation. The returned motor capacitor has been tested in a compressor. The motor didn't start up. It alarmed for low pressure as well. By measuring the contact of the capacitor, it was noticed that there was no contact between the + and - poles, which indicates an open circuit inside the capacitor which lead to the reported issue. The capacitor for motor is the cause of the issue, however, it was not possible to find the root cause for the open circuit inside the capacitor. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation.

Event description:
It was reported that the compressor generated an alarm indicating a low pressure. Moreover, the compressor's motor did not start. There was no patient harm reported. Manufacturer's ref: #(B)(4).